Event description:
According to the reporter, the patient alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented with a history of worsening stress urinary incontinence associated with bladder neck hypermobility. The procedure was for placement of a urethral sling via transobturator. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. There was minimal blood loss.

Manufacturer narrative:
Incorrect registration number - additional information received prompted a product change and subsequently a manufacturing site change. This incident can be discounted as it will now be captured in 9615742-2015-00071.

Manufacturer narrative:
Manufacturing report number referenced previously in follow-up #2 has been corrected to 9615742-2015-00079.

Manufacturer narrative:
(B)(4).